Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the electronic components inside the video circuit board were damaged due to overcurrent or static electricity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility alleged that error b30 and e216 (both were scope communication error) were displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.